Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing.

Event description:
It was reported from (B)(6) that the small battery drive device did not function. During the pre-repair diagnostics assessment, it was determined that the motor power was too low. It was further determined that the device worked intermittently and had lack of power. It was further determined that the device failed for general condition, check the attachment coupling, check the off/osc/on switch mode function, check the oscillation angle, check the triggers and electronic control unit (ecu) function, check switching function, check compatibility between collbri/sbd and colibri ii/sbd ii, check the function with epd-console and for check power at the motor with test bench. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.